Event description:
A power-on-reset (por) condition was reported and a "call doctor: por" icon message was seen on the pt programmer. The pt was re-directed to his healthcare professional. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).